Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparocopic gastrectomy, on the gastric antrum, there was poor staple formation and the clips were open. A manual suture was done to complete the case.